Event description:
Additional information received reported the patient no longer had concerns regarding the device or therapy.

Event description:
It was reported that the patient was diagnosed with a urinary tract infection and was placed on antibiotics. The patient was fine initially after the implant procedure, but then noticed burning while voiding. The patient was also unable to adjust stimulation and was given education on basic programmer function. Additional information was requested.

Manufacturer narrative:
Product ID 3037, lot#, serial#, implanted: 2012 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient did not have an infection and perioperative antibiotics were not administered. If additional information becomes available, a follow-up report will be sent.